Event description:
The customer initially reported a failure to discharge during a patient event. The symptom was later clarified that the users got a "no shock delivered" message while attempting defibrillation with external paddles. There was no negative patient impact as another defibrillator was available for use.

Manufacturer narrative:
(B)(4). The device was evaluated locally. The symptom was not duplicated. The device passed all testing and was returned to service. We cannot determined the cause of the reported symptom as it was not duplicated.